Manufacturer narrative:
The patient weight is not available per the customer. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that, during patient use, ventilator would not charge battery for the emergency power failure. There was no report of injury to the patient.

Manufacturer narrative:
Ge healthcare performed a checkout of the system and confirmed the customer allegation. The power supply was replaced to correct the charging and no ac power issue.